Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 25-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, the black box verified the power interruption at the time the overheating was reported to happen. There was no evidence of moisture in the battery compartment or internally. The power flex and components were inspected and no defects were found. The pump was opened and there was no damage observed to the power circuit. The pump was successfully run on a 24 hr basal program with no reboot, power loss or overheating duplicated. The original complaint was unable to be duplicated.